Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with restorelle mesh. Later the patient experienced anterior apical mesh erosion, vaginal pain, dyspareunia, painful urination, estrogen and physical therapy. A partial explant, excision of eroded mesh, division of vaginal band and vaginal wall repair were performed under general anesthesia.